Event description:
Litigation alleges pain, metallosis and difficulty ambulating. **update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain and metallosis. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013. **update** (B)(4) 2014 - medical records were obtained. Medical records indicate patient was revised due to corrosive changes to the trunnion, and slight metal stain to the tissues. The stem and sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.